Event description:
It was reported that caller experienced air bubbles or gaps in system. There was no reported impact to the customer¿s blood glucose level. Customer initially agreed to provide information and troubleshoot but then became verbally aggressive and refused to continue, and technical support ended call and planned to close case, with no additional corrective actions documented.